Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch since the limited information available indicates a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Device location unknown.

Event description:
It was reported that patient underwent a procedure on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2016 due to infection. During the procedure, cement spacers were implanted. No further information has been provided.